Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed during power up. System error 105 was caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
During recertification of a baxter pump, functionality testing was completed. During the testing, the device experienced a system error 105. There was no patient involvement.